Manufacturer narrative:
The customer's qc data was ok. Based on the available data, a general reagent issue can be excluded. The investigation determined the event is consistent with incomplete maintenance of the analyzer.

Manufacturer narrative:
This event occurred in (B)(6). The customer has noticed instrument issues with other assays, a new troponin reagent lot, and new qc material. The customer has stopped all testing on this instrument. The investigation is ongoing.

Event description:
The initial reporter received questionable troponin t high sensitive results for one patient tested on a cobas 6000 e 601 module. The initial troponin result was reported outside the laboratory. The clinician did not believe the result and requested a new sample to be collected. The customer performed testing on the new sample as well as the original sample for confirmation. On 20-oct-2020 at 15:14, the patient's initial troponin result was 93.11 ng/l. At 18:36, the patient's new sample had a troponin result of 4.05 ng/l. At 19:35, the patient's repeat troponin result with the new sample was 4.21 ng/l. At 19:36, the patient's original sample had a repeat troponin result of 4.06 ng/l. At 20:52, the patient's original sample had another repeat troponin result of 4.48 ng/l. On 21-oct-2020 the customer performed additional testing with both samples. The patient's troponin result with the original sample was 4.91 ng/l, and the patient's troponin result with the new sample was 4.20 ng/l. The customer determined the troponin results of "<5 ng/l" to be correct. Troponin reagent lot number was 429066 with an expiration date requested but not provided.